Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted due to conductor damage. This rv lead was replaced and a new rv lead was successfully implanted. This lead was never in service. No adverse patient effects were reported. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, the allegation was confirmed. Visual observation revealed lead damage at the distal tip was most likely due to handling damage.